Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during removal of the drain, the drain broke off from the pt. The flat fluted portion remained in the pt's abdomen. The pt was taken to the operating room to have the rest of the drain removed.